Event description:
It was reported that during a spinal cord stimulation implant procedure the patient experienced a left rib contusion. Medication was given and the event is resolving. It was assessed that the left rib contusion was unlikely related to procedure and not related to device hardware and/or stimulation. Additional information was received that during a follow up phone call after the implant procedure, the patient stated they felt pain in their chest since waking up from surgery and stated that it felt similar to cracked/bruised ribs. Then at a post op visit, the patient stated they felt pain in left rib with deep breaths and coughing. The event has since resolved.

Event description:
It was reported that during a spinal cord stimulation implant procedure the patient experienced a left rib contusion. Medication was given and the event is resolving. It was assessed that the left rib contusion was unlikely related to procedure and not related to device hardware and/or stimulation.